Manufacturer narrative:
A replacement breast shield was sent to the customer. In follow up with the customer on (B)(6) 2013, the customer stated that she had been diagnosed with mastitis by her doctor and that the doctor had prescribed dicloxacill to treat the mastitis. She also stated that she had completed that treatment and the mastitis was resolved. The customer also indicated that she would return the damaged breast shield, however, as of the date of this report the original product has not been received. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be created at that time. A medela clinician attempted to contact the customer for follow up however, the attempts were unsuccessful. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis."

Event description:
The customer reported that he breast shield for her swing pump was wrinkled and causing pain.